Event description:
Plates implanted in 2007 were found to be broken after patient complained of irritation. Plates removed, no additional plating required, patient had consolidated. This is one of two reports, refer to MDR 9610905-2007-00005.

Manufacturer narrative:
Plates are being returned to the manufacture for evaluation.